Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the battery (sn# (B)(4)) for the device was no longer charging. There was no reported patient involvement.